Manufacturer narrative:
A medtronic representative was onsite to observe the case. She reported that the surgeon repositioned the patient during surgery and may have slightly moved the patient reference. This is the most likely cause of the reported event as the site was able to re-register to restore accuracy, and has had no further issues with inaccuracy.

Event description:
A medtronic representative reported that during navigation, the system was about 1 cm inaccurate laterally. When the surgeon touched the tip of the nose, it showed him in space to the side. The rep said they were accurate after registering and for the first 45 minutes of navigation. After 45 minutes the system became inaccurate. They tried different instruments and re-verifying the probe, system was still inaccurate. The surgeon reregistered and accuracy was restored. No further issues were observed. The rep reported the surgeon did reposition the patient during surgery and may have slightly moved the patient reference. There was no harm to the patient.